Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The ceramic head involved in the reported event was returned for investigation and was reviewed with visual examination and optical microscopy. Examination of the fractured head images shows metal transfer marks within the taper, likely from contact with the metal stem. The fracture surfaces looked irregular, with clean, flat regions adjacent to rougher surfaces. The complexity of the fracture surfaces did not allow for the determination of the fracture initiation point. The root cause of the ceramic head fracture could not be determined in this instance. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during surgery, when the ceramic head was impacted, it fractured into three pieces. The surgeon completed the surgery with another device. No consequences or impact on the patient. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). G2: new zealand. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.